Manufacturer narrative:
Because the facility was unable to identify which blanketrol device was being used, both were evaluated. Evaluation summary: 1. The date of awareness is 6/8/26. 2. Both devices were able to heat and cool. 3. There is an allegation that optimum cooling was not achieved by blanketrol. 4. We are unable to determine which device was in use on the patient. 5. The alleged use of blanketrol was on (B)(6) 2023, nearly 2 months after the patient first went to the hospital. 6. The patient expired on (B)(6) 2024.

Event description:
On june 8, 2026, gentherm learned that a patient went to the hospital on or about (B)(6) 2023. The patient went to the hospital complaining of general weakness and shortness of breath. The patient required a tracheostomy (8 french). On or about (B)(6) 2023, the patient coded at 21:33. On or about (B)(6) 2023, post-code therapeutic hypothermia was ordered. The patient suffered persistent seizures, and severe anoxic brain injury. The patient died on (B)(6) 2024. We identified the two blanketrol's in an empty ICU room the attorneys were not able to identify which unit was in use during the alleged events. The allegation was determined to be "failure to cool".